Event description:
A peritoneal dialysis (pd) patient caregiver reported that the night before there was a fluid leak encountered during pd treatment. There were 9 air detected in cassette warnings during drain 2 of treatment. When caregiver was resetting up there was a balloon valve leak warning encountered. Fluid leak was discovered as there was fluid in the floor and in the pump module area of the cycler. In a follow up, the caregiver said there was no harm, intervention of adverse event associated with the fluid leak. The patient did received a new cycler that is working well. The cycler is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.voltage check passed. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed with no issues there were no fluid leaks in the test cassette. Mushroom head check passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that the night before there was a fluid leak encountered during pd treatment. There were 9 air detected in cassette warnings during drain 2 of treatment. When caregiver was resetting up there was a balloon valve leak warning encountered. Fluid leak was discovered as there was fluid in the floor and in the pump module area of the cycler. In a follow up, the caregiver said there was no harm, intervention of adverse event associated with the fluid leak. The patient did received a new cycler that is working well. The cycler is available to return as a sample.